Manufacturer narrative:
The complaint of a leak was unconfirmed since the reported incident could not be replicated. It was reported that there was leakage from around the access site. The cause of the reported incident is unk, but is not attributable to a leak in the catheter. The 4 fr groshong PICC was flushed and pressurized with water, but no leaks were detected. No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the returned lot information was not provided by the complainant.

Event description:
Leakage from around the access site. The indwell time is unk.